Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the tips of the permanent cautery hook instrument broke off into the patient and were retrieved. There was no allegation of patient harm, adverse outcome or injury to the patient. Intuitive surgical, inc. (Isi) has made several attempts to contact the site and isi clinical sales rep (csr) to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's ceramic sleeve broken off and missing around the circumference of the area that the hook attaches to. As a result, the retaining feature of the hook could no longer hold the hook in place. The hook was returned with the instrument, however, the broken pieces from the ceramic sleeve are missing. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusion: the tips of the permanent cautery hook broke off and fell into the patient and were retrieved. However, at this time, it is unknown how the pieces were retrieved. There was no allegation of patient harm, adverse outcome or injury to the patient.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical, inc. Clinical sales rep replied back with requested information. She indicated that the broken tip was retrieved laparoscopically. No additional surgical procedure and no post-operative tests were required to retrieve the tip. There was no patient injury and patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument was inspected prior to use and there was no physical damage noted. The surgeon was performing a simple dissection during pulmonary lobectomy procedure while the tip of the instrument broke. Surgeon did not observe any additional force being placed on the instrument or the tissue. The instrument was used for approximately 90 minutes and the instrument broke approximately 3/4 of the way to procedure being completed. The instrument did not make any contact with any other instrument during procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the tips of the permanent cautery hook broke off and fell into the patient and were retrieved laparoscopically. No additional surgical procedure and no post-operative tests were required to retrieve the broken tip. Based on the additional information provided by isi clinical sales rep, this complaint is reportable as a product problem and a malfunction.